Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The evidence from the field and product analysis were insufficient to verify dislodgement. The lead tip and helix appeared intact and damage. Further, cuts noted in the insulation and blood/body fluid noted in the lumens due to the cuts

Event description:
It was reported that this right ventricular (rv) lead was dislodged. The lead was explanted. No additional adverse patient effects were reported.